Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries, consultations with medical providers, adhesions, and infection; however, no details have been provided. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per information provided by the patient's attorney, medical records & product ID page: (B)(6) 2008: the patient was diagnosed with pelvic organ prolapse and underwent total pelvic repair with implant of a bard/davol flat mesh. On (B)(6) 2012: the patient had a colorectal surgery consultation. A defecography study on (B)(6) 2012 was performed that showed some puborectalis laxity, some mild-to-moderate stress incontinence, prolapse of the upper rectal wall, and a small enterocele. Surgical options were discussed with the patient. On (B)(6) 2013: the patient was diagnosed with obstruction and pelvic floor dysfunction, intra-abd adhesions and underwent a laparoscopic lysis of adhesions, takedown splenic flexure, sigmoid colonoscopy with creation of mucous fistula. On (B)(6) 2013: the patient was diagnosed complex abd wall infection and underwent incision and drainage of complex abd wall infection.